Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head/cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup + head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The root cause of the intraoperative findings of heterotopic bone formation cannot be concluded based solely on the primary and revision operative reports, as it is unknown whether the patient had any trauma, co-morbidities or genetic conditions which may have been contributing factors. Further, it cannot be concluded that there was a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the left hip was performed due to worsening left hip pain and a large amount of heterotopic bone superiorly and posteriorly to the left hip.